Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "pinched lense" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dent on outer tube was found. Based on the results of the investigation, the most probable cause of the for the dent on outer tube was caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had pinched lens. The malfunction was observed during set up/ inspection for use. There were no reports of patient involvement.